Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis revealed insulation degradation at 4.5 cm from the connector pin. (B)(4). (B)(6).